Event description:
The complaint was reported as: complaint alleges: product was being used to remove a small bone chip in fetlock joint by the veterinarian. The instrument broke in the process. There was no excessive force used in the procedure. No patient injury reported.

Manufacturer narrative:
Device sample has not been received by manufacturer in time for this report.